Event description:
Pt and rn complained of air in the tubing. Upon expelling the air, it reappeared. On 12/16/96 upon investigation rn felt that the air elimination filter was faulty and allowed air to re-enter the tubing.